Manufacturer narrative:
Analysis was normal. All damage found were sustained during procedure. No anomalies were found.

Event description:
It was reported that the non-dependent pacer and asymptomatic patient underwent an unrelated open heart surgery recently. Since the procedure, the right atrial lead exhibited increasing threshold and loss of capture. All other electrical measurements were in range. On (B)(6) 2017, the lead was explanted and replaced without complications. The patient was in stable condition post operating and would continue to be followed normally.